Event description:
It has been reported to philips that there was footswitch issue. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was defective. Troubleshooting actions showed a problem with the wired footswitch. The fse replaced the footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that there was a footswitch issue. Upon further inspection, the fse found the foot switch was worn out. Fse replaced the wired footswitch. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.